Event description:
The rotator breaks when injecting contrast. No harm or injury was reported. The customer reported two defective devices but did not provide info or clinical details for the additional event. Therefore, this single form FDA 3500a report will be submitted for this complaint.

Manufacturer narrative:
Device eval. The suspect device will not be returned for eval/investigation. The customer returned new un-opened devices for evaluation. A review of the device history record did not reveal any exception documents. A follow-up report will be submitted when the eval is completed. Eval: method: device history record was reviewed. Conclusions: a follow-up report will be submitted when the eval is completed.